Manufacturer narrative:
Concomitant medical product: 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with bradycardia and ventricular tachycardia (vt). The right ventricular (rv) lead was observed to have non-capture and low r-wave sensing. The lead remains in use. No further patient complications have been reported as a result of this event.